Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient was hospitalized on (B)(6) 2016 with a blood glucose (bg) over 500 mg/dl with nausea, no ketones. During troubleshooting, customer support found that the patient was priming the tubing with 1.8 units and determined the bg excursion was due to training misuse. This complaint is being reported as the hyperglycemia was attributed to use error.